Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A charge nurse reported that transducers included with the combiset are interfering with treatments. There are reoccurring transmembrane pressure (tmp) alarms and increased pressures in venous chamber making blood backflow into lines. 9 times out of 10, transducers with the combiset are change out with the spare transducer supplies. The new style cap on the end of heparin lines does not thread and secure efficiently. When pressures build up, the cap has blood off the end, potentially having blood loss. The combiset from about a year ago was probably the most efficient product. Upon follow up, the nurse reported that the 2008t with bibag machines produce tmp alarms right before the increased pressure in the venous chamber causes blood backflows through the lines and into the saline. Approximately 10-100ml of blood entered the saline and the blood was not returned. The nurse verified that there were no external leaks. The nurse stated the facility receives both old and new types of transducers but only noticed issues with the reported lot number 26br01045 since (B)(6) 2026. The nurse stated that the new transducer caps for the heparin line don't tighten enough and feel like there's stripped threads. The patients were able to complete treatments using the same machines and spare supplies. There were no patient injuries or medical interventions required as a result of the events. The nurse could not confirm at the time if the bloodlines and transducers were available to be returned for physical analysis. Upon further follow up, the nurse reported that there were 6 cases that involved the bloodlines lot number and they are available to be returned for physical analysis. The 9 times out of 10 report was related to the tmp alarms that were addressed with using a spare transducer. The events did not always involve a back flow of blood. Upon further follow up, the nurse confirmed that the 6 saved samples are unused bloodline companion samples from the same lot number. The 9 times out of 10 report was an approximate percentage of times tmp alarms were addressed with using a spare transducer but not an exact number of occurrences.